Event description:
It was reported the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found blocked.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 4.0.2.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: g7.according to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event.